Event description:
It was reported that during a laparoscopic chole procedure the clips were not closing properly. One side was straight and the other side was formed. Two more devices were pulled and the same thing occurred. A fourth device was used to complete the case with no patient consequence. The devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.